Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the part that is glued on to the vasoview hemopro dissection tip broke off inside the patient. This was noticed when the device was taken out of the patient's leg after completing the dissection process. The harvester was instructed to use an unpowered hemopro to retrieve the piece using the jaws but they were not able to as it was too far in. The tip broke by the ankle, so they had to open another incision at the ankle to retrieve the piece with no other patient effects reported. The procedure was completed with the reported device. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the scope wash tubing and half of the c-ring were detached. A supplemental report will be submitted when the investigation is completed. (B) (4)